Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - device sensing issue.

Event description:
It was reported that the right atrial lead exhibited loss of capture, high thresholds, a sensing issue and had dislodged.